Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty separating the sheath was confirmed and was determined to be manufacturing related. The product returned for evaluation was a 4.5fr microintroducer sheath. Usage residues were observed through the sheath. The orange handle was not evenly split in half near the distal end of the handle. The sheath was observed to be split on one side only. An attempt to continue pulling the sheath apart was successful and no resistance was observed. Microscopic inspection of the orange handle revealed excess material on one side of the handle in the catheter channel which may have prevented removal from the catheter. The excess material on the handle suggested an incomplete skiving process during device manufacture. This complaint will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by medwatch patient required midline. During midline insertion, peel-away introducer failed to separate properly causing catheter to withdraw. Required introducer to be cut to be removed. No patient harm. No other information was provided.

Event description:
It was reported by medwatch patient required midline. During midline insertion, peel-away introducer failed to separate properly causing catheter to withdraw. Required introducer to be cut to be removed. No patient harm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.